Event description:
The doctor states that they utilized a 4-0 double armed suture to do a horizontal mattress closure from the lateral aspect, followed with another suture from the opposite end to run the stitch toward the mid aspect. The suture is then tied strand to strand. Patient became hypotensive in the post op period and was returned to the or for re-exploration and repair of the ruptured aortotomy site. The doctor indicated that his evaluation was that the suture had broken. This patient is alive and well and has returned to work.